Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation was unable to identify a true cause of the reported issue. The intensively worn of the tissue pad could have happened due to ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip or kept activating the output after a transection of tissue. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
The customer returned the device was failure during procedure. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated and missing a portion exposing metal. There is approximately 10 mm of missing teflon pad, which was not returned with the complaint device. The distal end of the device was inspected under a microscope and found heavy charring on the probe unit but no cracks. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. The second device that failed during this event is captured under patient identifier c21027162 and MDR 8010047-2021 -04412.

Event description:
The device was returned for an unspecified failure that occurred during an unknown procedure. Upon inspection, the device was noted to have a missing piece from the teflon pad. There is no harm reported to the patient. There was a second device that failed during the procedure, and the procedure was completed with another same model device.